Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer¿s blood glucose level was 230 mg/dl. At the time of incidence. Customer mentioned there were bigger air bubble in the top of reservoir. The reservoir will not be returned for analysis.